Manufacturer narrative:
Investigation: the instruments are in a good condition, no deviations can be found with the naked eye. The vigilance investigator carried out the pictorial documentation visually. According to the investigation carried out by the q-coordinator of the production plant, the device are according to the specifications valid at the time of production. Based on the drawings, "the clamp must not close when jaws are closed" to ensure a proper function during applications. Batch history review: a review of the device quality and manufacturing history records was not possible because the lot number is unknown. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is related to insufficient usage. Rationale: according to the responsible q-coordinator the provided instruments are according to the specifications valid at the time of production. Therefore, we assume a usage related error, e.g. Due to too much tissue between the jaws during application. No CAPA necessary.

Event description:
It was reported there was an issue with the intra-operative clamps. During an attempted partial nephrectomy, as the clamp was being used on the renal artery, it was noted that it was not "strong" enough and not applying enough pressure. The procedure was changed to a radical nephrectomy due in part to the malfunction. The devices were returned for investigation and it was noted that the returned devices were both two disassembled craford endo-vascular clamps with short jaws. The concomitant devices (involved components) returned were insulated outer tubes x 2 and optional handles for customizing instruments both with a ratchet lock on the handle. This report relates to the first outer tube. Associated medwatches: 9610612-2019-00320, 9610612-2019-00319.